Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a leak at the bending rubber . The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the ultrasound probe was cut. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the ultrasound probe had a cut. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover was cracked; the objective lens was chipped; the ultrasound image was missing echo signal; the insertion tube was rippling; the light guide tube was scratched; the ultrasound cable tube had a deep scratch; the light guide mount was loose; the ultra sound-connector was dented. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 17 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal" olympus will continue to monitor the field performance of this device.